Event description:
It was initially reported that during a da vinci-assisted median arcuate ligament syndrome procedure that the aorta was nicked and the procedure was converted to open due to excessive bleeding. It was reported that the bleeding was controlled and the patient is in stable condition. On 09-jul-2021, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) for the site and additional information was obtained about the complaint: the monopolar curved scissors (msc) instrument was the instrument that nicked the aorta. The mcs instrument did not have active energy when it damaged the aorta. The site brought in additional blood as well as a cell saver. The surgeon and site did not make an allegation to the csr against a da vinci system, product, or accessory during or after this event. On 21-jul-2021, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the mcs instrument was being used to dissect muscle tissue from the aorta when it came into contact with the aorta and damaged it causing the aorta to bleed. The surgeon reported that the aorta sustained a hole about 1-2mm in size. The surgeon said he believes the dissection of the muscle might have caused the muscle to retract and move the aorta to a less anticipated location. It was estimated that about 1,500ml of blood was lost during this event. The site administered two packs of blood due to this blood loss event. The surgeon reported that they had an arterial line in the patient during the procedure and the patient¿s systolic pressure never went below 81 and was never considered unstable. The surgeon reported that he does not believe a da vinci product caused or contributed to this event nor does he believe that a da vinci product malfunction occurred. Once the procedure was converted to open, the bleeding was controlled by placing a third-party clamp then suturing the hole in the aorta with a felt pledget, vasculature needle, and a purse string closure. The procedure was completed as an open procedure as the surgeon reported that the intra-operative complication occurred when they were almost complete with the procedure. The surgeon said this intra-operative complication was not expected, but it was anticipated as it is a known complication of this procedure. The patient was hospitalized for two nights and did not experience any post-operative complications. The surgeon reported that the procedure was a success and the patient is fine. After the procedure, the patient¿s blood count was checked and was observed to be stable.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be possibly attributed use error. The surgeon explained that the injury to the aorta occurred during dissection of muscle from the aorta and that he believes the dissection of the tissue might have caused the muscle to retract and move the aorta to a less anticipated location. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. No relevant errors were observed during this procedure. A review of the device logs for the mcs instrument associated with this event has been performed. The mcs instrument was used in a subsequent procedure on (B)(6) 2021. There were 8 uses remaining after this last usage. This complaint is being reported due to the following conclusion: during a da vinci assisted median arcuate ligament syndrome procedure, the aorta was nicked and the procedure was converted to open surgery due to excessive bleeding. Once the procedure was converted to open, the bleeding was controlled by placing a third-party clamp, then suturing the hole in the aorta with a felt pledget, vasculature needle, and a purse string closure. The patient lost 1,500ml of blood and the site administered two packs of blood. The surgeon reported that he does not believe a da vinci product caused or contributed to this event nor does he believe that a da vinci product malfunction occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.